Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopy due to ileus. Event description: after the procedure the kii seal was removed to ventilate the gas, one of the flaps broke. Type of intervention: unknown. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula damage occurred during manufacturing or as a result of customer handling. However, the exact root cause could not be determined.

Event description:
Procedure performed: diagnostic laparoscopy due to ileus. Event description: after the procedure the kii seal was removed to ventilate the gas, one of the flaps broke. Additional information received from applied medical rep via email 23apr24: no pieces fell into the patient and lot number unk. Type of intervention: unknown. Patient status: patient is fine.